Manufacturer narrative:
Continuation of concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 7.5mg/ml for a total dose of 3.5026mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient reported signs of opioid withdrawal, including 'cold sweats'. The patient was concerned there was an issue with the catheter. On (B)(6) 2017 the patient also reported pain at the catheter site and no actions were taken/no further diagnostics or interventions were performed for the pain at the catheter site. On (B)(6) 2017, the device logs/device interrogation were reviewed and there was no motor stalls. There have also not been any reservoir volume discrepancies. No interventions were performed at this time. On (B)(6) 2017, the patient continued to feel there was an issue with their pump or catheter. No changes were made at this time. On (B)(6) 2017, the patient reported intermittent chills and episodes of withdrawal/withdrawal symptoms that resolved/subsided after taking oral opioids. On (B)(6) 2017 the catheter access port (cap) contrast study was within normal limits. On (B)(6) 2017 the pump was refilled, replacing hydromorphone with morphine. On (B)(6) 2017 the pump was reprogrammed. On (B)(6) 2017, the pump was refilled, replacing morphine with hydromorphone. The outcome of the event (opioid withdrawal, cold sweats, uncontrolled pain) resolved without sequelae on (B)(6) 2017. The outcome of the pain at the catheter site resolved without sequelae on (B)(6) 2017. The clinical diagnosis was uncontrolled pain and pain at the catheter site. The cause of the pain at the catheter site was not known. The etiology of the event (pain at the catheter site) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The etiology to the event ( the uncontrolled pain, cold sweats, and opioid withdrawal) was possibly related to the device or therapy and not related to the implant procedure. The related to the drug (hydromorphone) was possibly related and the drug action that caused the event was no change in drug. The pain at the catheter site was at the lumbar site. The event date was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated no device issue was confirmed. The cause of the withdrawal, cold sweats, and intermittent chills was not determined. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.